Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp). The device stopped working a month ago and one of the lines to the bladder is disconnected. Since the patient's bladder is empty, when he squeezes the pump it makes a gurgling sound. The patient is living in (B)(6) and cannot get home to get it fixed due to travel restrictions. The patient has found a doctor who may be able to reconnect the bladder but is reporting that they do not have the components or the money to afford buying the unit. The patient is retired. The patient is requesting a new device and help. Additional information received that the patient service specialist reached out to the patient to suggest speaking with their doctor in (B)(6), us for assistance or to travel to (B)(6) from (B)(6) as there are not bsc business units available in (B)(6). The patient then reports that the hospital in (B)(6) is advising for him to come to the states to have the procedure. A doctor in (B)(6) is charging (B)(6) for the implant surgery. The patient can not leave his family in (B)(6) to come to america. He has asked his local physician in (B)(6) to perform an x-ray on the implant to see if the tubing needs to be reconnected by a local surgeon, however, the patient service specialist advised against having surgery in a country that does not have the correct protocols from bsc and is recommending to wait for covid-19 to pass, when the patient can travel to a region close to him with the proper protocols in place. The patient then reported that he has had his device for less than two years before it failed. He uses his implant on an average of 4 days a week, twice a day.

Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp). The device stopped working a month ago and one of the lines to the bladder is disconnected. Since the patient's bladder is empty, when he squeezes the pump it makes a gurgling sound. The patient is living in cambodia and can not get home to get it fixed due to travel restrictions. The patient has found a doctor who may be able to reconnect the bladder but is reporting that they do not have the components or the money to afford buying the unit. The patient is retired. The patient is requesting a new device and help. Additional information received that the patient service specialist reached out to the patient to suggest speaking with their doctor in washington, us for assistance or to travel to india from cambodia as there are not bsc business units available in cambodia. The patient then reports that the hospital in washington is advising for him to come to the states to have the procedure. A doctor in bangkok is charging $15,000 for the implant surgery. The patient can not leave his family in cambodia to come to america. He has asked his local physician in cambodia to perform an x-ray on the implant to see if the tubing needs to be reconnected by a local surgeon, however, the patient service specialist advised against having surgery in a country that does not have the correct protocols from bsc and is recommending to wait for covid-19 to pass, when the patient can travel to a region close to him with the proper protocols in place. The patient then reported that he has had his device for less than two years before it failed. He uses his implant on an average of 4 days a week, twice a day.

Manufacturer narrative:
Additional information received that the patient had a tele-health appointment with dr. Walsh at university of washington and is hopeful to schedule a revision surgery in late may or june. The patient is asking for a more robust device since he uses his device on an average of five days a week and twice a day.